Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. In addition, the pump battery was observed to be depleting quickly. The battery depleted from 100% to 45% in one day. Customer reported blood glucose level was 189 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.